Manufacturer narrative:
(B)(4).

Event description:
It was reported during insertion one of the sheath tabs broke off before it was peeled apart. The PICC rn was able to peel apart the sheath and the catheter was placed successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath that was broken into three pieces. The sheath was split in half along the score lines and one of the hubs was separated from on half of the body. Tear marks were observed on the separated tab along the score lines. Microscopic examination of the separated tab revealed that the inside was mostly smooth with blue stains on both sides. A depression of the tab edges, creating an outline and a small white raised area was observed in the middle, indicating that the separated tab was attached at one time. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.